Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3: reference MFR. Report: 3006705815-2018-00031. It was reported the patient has been experiencing burning and stinging sensations around his back where he previously had fallen on the ipg. Reprogramming did not resolve the issue and therapy was turned off. X-rays were taken and confirmed that one of the leads had pulled out of the ipg. Once stimulation was turned off the patient no longer felt the sensations. In addition, the site of the burning and stinging sensations was also red and the redness disappeared once therapy was turned off. Surgical intervention may be pending to address this issue.

Event description:
Device #3 of 3: reference MFR. Report: 3006705815-2018-00031 and 3006705815-2018-00031. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the leads were reinserted. Therapy was restored postoperatively. The burning and stinging sensations have resolved. The patient is receiving effective stimulation.

Event description:
Device #3 of 3: reference MFR. Report: 3006705815-2018-00031 and 3006705815-2018-00031. Follow up information identified the patient's weight in 2016 was (B)(6) lbs.